Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump received insulin pump error alarm. Customer stated insulin pump was not exposed to a high magnetic field. Customer was able to clear and able to rewind the insulin pump. Customer performed the displacement test and test result found no. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.